Event description:
It was reported that the nurse stated they were trying to start therapy. They had tried 2 arctic sun devices and 2 sets of pads already. Tried to start therapy on (B)(6). Guided to diagnostics: system hours 7527, pump hours 6740, inlet pressure (ip) was negative 0.2psi, circulation pump command (cpc) was 100%, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. No change. Tried (B)(6): system hours 3812, pump hours 3722, inlet pressure (ip) was negative 0.3psi, circulation pump command (cpc) was 100%, flow rate (fr) was 0.2lpm. Placed device in manual control and tried one pad at a time. Right chest pad: negative 7psi, circulation pump command (cpc) was 100%, flow rate (fr) was 1.8lpm. When we added the second pad flow rate (fr) went to zero. Disconnected and tried another pad, but flow rate (fr) remained zero. They will find an alternative means of therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital - (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.